Event description:
The philips sales rep reported unable to acquire 12 lead ECG on a demo device. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the philips sales rep reported unable to acquire 12 lead ECG on a demo device. There was no reported pt involvement. The philips sales rep. Isolated the issue to the device software. The software was reloaded and resolved the problem. The device passed testing. This is a malfunction of the device software where 12 lead ECG could not be acquired.